Manufacturer narrative:
(B)(6).

Event description:
An international customer reported an event of a "burning smell" (odor) emitting from the sterrad 100s sterilizer. Human reactions are unknown at this time. Asp will continue to follow up for potential human reactions. Should additional information be received a supplemental medwatch report will be submitted. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the catalytic converter was replaced. Unit meets specifications and was returned to service.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(6) 2012 to (B)(6) 2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months ((B)(6) 2012 ¿ (B)(6) 2013). This risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.